Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Could you please confirm the quantity of sutures broke and detached from the needle? Ans: consecutive three sutures from the same box. 2. Was there a surgical delay in relation to the reported event? If yes, how many minutes was the delay? Ans: according to the ot sister, there is no surgical delay. 3. Was other medical intervention required? If yes, please specify details. Ans: no. 4. Was the surgery completed successfully? (Yes or no): ans: yes. 5. Please provide patient status/ outcome (please describe if any patient harm occurred and what is the patient¿s condition post-surgery): ans: patient outcome is good. 6. Were the any broken fragments retained in the patient? (Yes or no): if yes, did it involve additional intervention to remove retained fragments? (Yes or no): ans: no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the devices have suture breakage/suture needle pull off during use on the patient or prior to use on the patient when removing from the package? It was reported that 3 sutures either broke or detached from the needle. How many of the 3 devices had suture breakage? How many of the 3 devices have suture needle pull off? Note: event reported via 2210968-2022-06360, this report and 2210968-2022-06386.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, while preparing the needle for the surgeon, the suture broke and detached from the needle when the surgeon took the device from the packaging. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to the FDA: 8/23/2022 additional information was requested, the following was obtained: 1. Did the devices have suture breakage/suture needle pull off during use on the patient or prior to use on the patient when removing from the package? Ans: during. When the surgeon is doing the suturing. It was reported that 3 sutures either broke or detached from the needle. 2. How many of the 3 devices had suture breakage? Ans: all the 3 suture continuously have the same issue. When surgeon is doing the suturing, the thread detached with the needle. 3. How many of the 3 devices have suture needle pull off? Ans: all the 3 suture continuously have the same issue. When surgeon is doing the suturing, the thread detached with the needle. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event reported via 2210968-2022-06360, 2210968-2022-06385 and 2210968-2022-06386.